Manufacturer narrative:
Hospital kept.

Event description:
Revision surgery - due to posterior medial poly wear. The surgeon stated, "due to high body mass index (bmi)".

Manufacturer narrative:
The reason for the revision surgery was reported as posterior medial poly wear. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The surgeon indicated that the patients high body mass index was the root cause for the posterior medial poly wear. There is no information reported that showed a material, design, or manufacturing problem with the product.